Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient previously had scoliosis procedure t3-l3, extension of construct was done to by dr. (B)(6) to l4. After existing verse construct was exposed up to t10, surgeon proceeded to take out verse unitized set screws. Four out of 6 unitized set screw where loose and very easily removed, they were still attached to tulip of verse screw, and it was obvious there was not tension between unitized set screw, rod and verse polyaxial screw tulip. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.